Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for spinal pain. It was reported that the device was implanted for the patient's back, but stimulation was being felt in their left foot. The patient reported it was sudden, excruciating pain. The patient stated they were on 3.0v and stimulation was on. They turned stimulation down to 0.0v and turned stimulation off. The patient reported turning down the stimulation did not help. It was also noted that the patient wants the device out. The implant was sticking out and was irritating. The patient¿s neck was hurting, had foot pain, and has a bad back. The patient experienced no sleep and was sleep deprived. No further complications were reported.